Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a flex arm used for spinal surgery. Pre-operative diagnosis was lumbar spinal stenosis. Procedure performed in the event was lumbar decompression. It was reported that intra-operatively, the fixation properties of the bellow part of the flexible arm that fixes the tube have become loose, so the tube's position moves when it is pushed onto the tissue. There were no patient symptoms or complications as a result of this event. The product came in contact with patient. There was a delay of less than 60 minutes in the overall procedure time.

Manufacturer narrative:
Product analysis: product# 9560524, lot# 899050; analysis received via service and repair report confirmed the fixation properties of the bellow part of the flexible arm that fixes the tube have become loose, so the tube's position moves when it is pushed onto the tissue. The handle and the handle screw are adhered. If information is provided in the future, a supplemental report will be issued.